Event description:
Reportable based on device analysis completed on 15aug2023. It was reported that the coil was stuck inside the catheter. An 8mm x 20cm 2d interlock coil was selected for embolization of splenic aneurysm. During the procedure, a non-boston scientific microcatheter was used to deploy four bsc coils. However, when the third one was being deployed, it was noted that the coil was stuck inside the catheter. After removal of the device, the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the main coil was detached at the coil arm section.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was revealed that the main coil and the pusher wire were returned inside the introducer sheath; it was necessary to make cuts to free the main coil. It was observed that the main coil was stretched, bent and detached at the coil arm section and it was observed bent and stretched at the zap tip section. No more damages were observed during visual inspection. Under the microscope it was observed that the main coil was stretched, bent and detached at the coil arm section and it was observed bent and stretched at the zap tip section. The functional inspection could not be performed, because the pusher wire and the main coil are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.